Event description:
Pt alleges that on april 25, 1989 she noticed her right breast seemed to feel smaller than usual and upon visual inspection, it also looked shrunken in size. By the next afternoon her breast was "a small, shrunken, distorted blob". Pt states she never sustained any blow or been involved in any accident to cause this deflation. It occurred spontaneously and without reason.